Manufacturer narrative:
Evaluation: the unit was received dirty and was tested as received. During the initial testing process the unit passed all accuracy tests, however it failed the hypot test. Later during the repair process, the technician identified the lcd on station #6 to be defective, this was replaced, the failed hypot test fixed, and the unit has passed final qa inspection.

Event description:
User from facility reported the volume display on station 6 has been fading in and out and difficult to read. She had rubbed her thumb across the display without resolving the problem. It continued to fade in and out for the past few days. It was displaying fine during the telephone conversation. The user was advised not to use the unit, which will be returned for eval. There were no questionable bags dispensed to pts, so there was no pt involvement.